Manufacturer narrative:
The ge rep returned to the site, and replaced the power supply backplane. The system was tested and is now operating as intended.

Event description:
The customer reported that the 6800 system locked up. No pt injury was reported.